Event description:
It was reported by service report that the non-locking manual valve was leaking on the hydraulic sub-assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic sub-assembly.